Manufacturer narrative:
Conclusion - no available code for undetermined or unknown cause. The customer¿s report of a leak was confirmed by visual inspection. Visual inspection observed dried medication residual on the cap which was attached onto the texium luer tip. Functional testing was performed; no abnormalities or leaks were observed. The root cause of the leak was not identified.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Customer reported while pushing doxorubicin, 3-5 ml leaked from the connection of the texium syringe to the smartsite port on the primary set. No patient or staff harm reported.